Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04946. (B)(4). It was reported that shortness of breath, nausea, chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as unstable angina and was referred for cardiac catheterization. The index procedure was then performed. The target lesion was located in the proximal/distal left circumflex (lcx) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2014, a 2.25 x 16mm promus premier drug eluting stent was implanted in the 1st obtuse marginal (om) branch. In (B)(6) 2014, the patient presented to an emergency department due to chest pain in the substernal region, radiating to left arm, shortness of breath and nausea and the patient was hospitalized. Coronary angiography revealed 99% isr of the previously deployed promus premier stent in the 1st om and was treated with placement of a 2.5 x 12 mm non bsc drug eluting stent. Three days from admission, the event was resolved with residual effects and the patient was discharged.